Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The unit was inspected and found a worn out socket causing poor connection, worn out socket air joint is found leaking air pressure. In addition, excessive thermal grease on the lamp was observed. Normal wear on housing was noted. Based on the evaluation findings the reported issue was confirmed. Worm out socket was found causing air joint leaking. It is presumed that the device has been in place for more than 14 years since manufacturing , possible failure occurred due to deterioration caused by long-term use. The device was manufactured for approximately 14 years or longer, it was presumed that failure occurred due to age deterioration and or the users not following the IFU (instruction for use) and an applied an excessive amounts of heat compounds during lamp changes. As stated on the instruction for use, it states : ·when replacing the examination lamp, use a clean lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired and the examination lamp life will be shortened significantly. Do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean lint-free cloth. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.

Event description:
It was reported that the device was found with no air flow from light source losing air around the fitting unit where the scope goes into. There was no patient involvement on this event reported. No user injury reported.